Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with total laproscopic hysterectomy with bilateral salpingo-oophorectomy and anterior and posterior vaginal repair due to stress urinary incontinence, abnormal uterine bleeding, cystocele, and rectocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. It was reported that patient experienced right pelvic pain, persistent urinary incontinence and underwent excision of previous sling and had implant of advantage fit (boston scientific) on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to voiding dysfunction, and urinary retention secondary to obstructive sling and mesh complication. No additional information was provided.